Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 541 and over 600 mg/dl. Customer reported that sometimes during rewind they would see a drop at a time and not consistently a steam of insulin. Reportedly, the insulin pump had cracks and screen was purple colored. Customer declined to troubleshoot for their blood glucose levels and blank display. The device is expected to be returned for analysis.

Manufacturer narrative:
Pump was received with smashed lcd glass and broken interface board. Unable to confirm blank display, missing segments anomaly or perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to damage lcd glass. Pump had broken off end cap, missing motor, cracked case at display window corners cracked reservoir tube lip and cracked battery tube threads.